Manufacturer narrative:
The urea/bun reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the tip of one of the sample probes was worn flat, and the hydrophobic coatings on reagent probes were degraded. Both the sample probe and reagent probes were replaced. Qc was completed and passed, and the retained sample was retested and produced valid results. The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun results for 2 patients on a cobas 8000 c702 module. Patient 1's initial result was 48.6 mmol/l; the instrument triggered an automatic rerun with dilution. The result after automatic dilution was 16.9 mmol/l. A manual dilution was performed, and the repeat result was 48.9 mmol/l. Patient 2's initial result was 51.6 mmol/l, accompanied by a data flag. The first repeat result with dilution was 13.9 mmol/l. The second repeat result was 53.3 mmol/l, accompanied by a data flag. The third repeat result with dilution was 49.9 mmol/l. The questionable results were not released outside of the laboratory as they did not match the patient's clinical diagnosis.